Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly and all currents were within specifications. The short battery life complaint was unable to be duplicated during investigation. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. Evidence of moisture corrosion was observed in the battery canister with a leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.